Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-02378. It was reported the patient's scs system would not decrease in amplitude. Diagnostic testing identified high impedances on multiple contacts. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein both leads were explanted during the case. Reportedly, the leads were discovered kinked at the anchor site.

Event description:
Device 2 of 2 : reference MFR. Report#3006705815-2018-02378. Follow-up identified the stimulation was restored postoperatively and the issue resolved.

Manufacturer narrative:
(B)(4) fracture; however this code was updated with (B)(4) material twisted/bent to mirror the reported information.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2018-02378 . Additional follow-up confirmed the patient received two replacement leads during the explant procedure on (B)(6) 2018.